Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock lead impedance measurements greater than 200 ohms. The boston scientific representative recommended programming the rv coil to the pulse generator. Additionally, technical services (ts) recommended induction in the new vector. No adverse patient effects were reported. This lead remains in service.